Manufacturer narrative:
Manufacturing site: (B)(4). The returned microcatheter was missing the distal segment of its tip. Proximal to the remaining tip, the shaft was found crushed. Microscopic observation of the broken tip found circumferential cracks on the tip surface. This finding suggested that tensile stress had contributed to tip separation. Observation found that the tip segment that composed only of polymer was pulled and eventually torn off. The missing segment was approximately 2mm long. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied while the distal tip was crushed and then interacted with a concomitant guide wire. Bending stress generated with pushing catheter manipulation in attempts to cross the lesion was assumed to cause the tip to become crushed; crushed tip generated resistance on the concomitant guide wire; and eventually tearing the tip upon removal. There was no indication of product deficiency. Although there were reportedly no adverse patient effects, the separated tip was not returned; therefore, a possibility could not be completely ruled out that tip fragment might be left in the anatomy. Instructions for use (IFU) states that: [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications (continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel); and, [malfunctions]: separation.

Event description:
It was reported that resistance was felt during manipulation of an asahi microcatheter during a pci to treat a 90-99% stenosis in the lad. When the physician was examining the removed catheter with his fingers, the tip came off. A new microcatheter was replaced to resume the procedure. The pci was successfully completed with reestablished blood flow. There were no adverse patient effects related to the reported defect.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.